Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 139 mg/dl. The customer stated that they went for swimming and the battery compartment was exposed to water and they unable to use insulin pump. The customer stated that they performed the self test and the test was failed. Customer stated that they was not sew missing segments during the self test. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Device test failed unknown.